Event description:
Received the 2nd of 3 synvisc injections in my knee the monday before thanksgiving, pain got worse each day, cancelled thanksgiving due to pain. By thanksgiving night I had extreme pain, couldn¿t unbend my knee and could no longer walk. Went to urgent care next day, they sent me to emergency. They gave me pain pills to get thru weekend till I could see a doctor. Saw a doctor monday. Doctor gave me a 9-day steroid pack, two weeks later gave me a cortisone injection in knee, made pain worse. Saw a new doctor, more steroids and still can¿t walk. Started physical therapy. As of (B)(6) 2020 I can still not walk.